Manufacturer narrative:
Product testing was not performed as the cause of the reported complaint cannot be determined through such means. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2009 including a percutaneous lead. It was reported that the pt's lead migrated. She recently underwent a occipital trial with the intention of having her scs system modified if the procedure proved successful. However, the trial was unsuccessful and the pt's scs system was removed.